Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the device hasn't been helping their symptoms at all. Patient said they were told the device wouldn't work while the patient was having diarrhea. Patient turned stim off because they were having lots of pain down their legs and thought that may have been causing it. Reviewed how to turn stim back on and increase stim. If symptoms don't improve the patient may call back for assistance changing programs. On (B)(6) 2026 additional information was received from the patient. They reported that they had the stimulator and lead removed yesterday (B)(6) 2026. The patient had to use a different doctor then theirs because their doctor was busy. They had it for a year and never got relief.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.